Event description:
A patient experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 32, 141 mg/dl. Patient did not experience any adverse events. No further information has been reported.